Event description:
Per information with the returned cochlear implant device, the patient removed the device herself before explant/reimplant surgery could be scheduled for treatment of skin flap necrosis. No information on a reimplantation surgery was provided at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.